Event description:
It was reported that high capture was observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Internal abrasion was found under the rv shock coil. The etfe insulation was intact at the same location.